Event description:
It was reported that, "selected implant was chosen. Outer box looked intact. Inner packaging was broken resulting in an unsterile implant. Surgeon then prepared the femoral canal for a different implant. New size was chosen and then implanted without complications."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.